Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set and cartridge to address the occlusions. Customer's blood glucose (bg) was 239-507 and ketone level was high. Customer experienced shoulder pain, stomach ache and was vomiting. Multiple boluses were delivered to address bg. The next day customer was transported to the hospital and was treated with intravenous insulin. Elevated bg/ketones were resolve with no permanent injury. Customer was discharged on (B)(6) 2020. Reportedly, customer used cold insulin during the fill tubing sequence, the infusion set/cartridge were used for 6 days and customer used the same infusion set sites. The infusion set site was suspected to be lipodystrophic.